Manufacturer narrative:
Correction: based on the information and further review, the following information was added. It was reported that the patient had blurry vision. The visual acuity pre-operative was 20/70, and the visual acuity post-operative was 70/30.

Manufacturer narrative:
Additional information: a2: 54 yrs. A5: ethnicity and race was updated. The product was not returned for evaluation. A record review was performed and no product deficiency identified as all units were released within specification. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required. Johnson & johnson surgical vision will continue to monitor this type of complaints.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric intraocular lens (iol) was explanted in a secondary procedure from the patient's right eye due to lack of depth perception and trouble with black and white contrast and hazy vision. No other information is available.